Manufacturer narrative:
Three medex manifolds were returned for analysis in good condition. Both white handle plugs were noted to have sign open instead of off embossed upon visual examination. Functional testing was not performed as a different type of plugs might result in different functionality. Inventory inspection performed with no defects found. Ncr log was reviewed with no discrepancies. Based on the evidence, the complaint was confirmed. However, the root cause was not found.

Manufacturer narrative:
(B)(4).

Event description:
Information was received that during the use of a smiths medical medexmatrix manifold with right male rotator the "taps are not working correctly they are working back to front". No adverse patient effects were reported.